Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the batteries were drained on the perfusion system. As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service (fsr) replaced the batteries on the perfusion system. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.